Event description:
It was reported that the cassette line was pierced when the patient wanted to remove the line from the home choice (hc) after use. The patient stated they pressed the metallic element that raised the line. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.